Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that error 319 during initial power on and tried restarting the system. Tech support suggested a hard power cycle, but the issue persisted. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. Field services engineer was dispatched to the site and replaced the patient cart handle sensor board to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause cannot yet be determined based on the information provided.